Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history showed that the following lots had been shipped in the last 6 months: 081106 and 080911. The complaint info was forwarded to (B)(4). (B)(4) reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: the complaint sample was not returned for eval. Conclusion: this type of complaint is still currently under investigation. F/u report to follow. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Pt was treated by dr (B)(6) medical center, (B)(6) 2010. Immediately prior to irreversible electroporation treatment, pt had been voiding freely without assistance. Pt does have a history of post-surgical urinary retention after abdominal peritoneal resection. He reported to dr (B)(6) nurse that he had to do self-straight-catheterization for a period of about 2 months after apr. He eventually regained voiding independence. During the ire procedure, pt did not have an indwelling foley catheter. After procedure, he developed urinary retention. Seventy two hours post ire, pt is performing intermittent straight catheterization to drain bladder.